Event description:
This medwatch report has been retrospectively prepared and submitted in response to a review of complaint records for the previous three years. The physician attempted to place a plastic stent. He was using a wilson-cook tracer hybrid wire guide. Two metal stents were previously placed. The wire guide became caught on the edge of the stent. The hybrid coating has peeled back on itself. No injury to the pt was reported.